Event description:
It was reported that while inserting a metal screw into the patient's tibia, in a right acl reconstruction, the tip of the driver broke and was retrieved. The procedure was completed successfully with no injury to the patient

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the thin shaft driver was received for investigation with approximately a 0.50" of the tip detached. A visual examination observed a hair like crack in the shaft about 0.75" long from the distal end along the shaft of the driver. The shaft was severely bent in several different ways. This type of damage can be caused when excessive lateral force is applied during use. Conmed linvatec will continue to monitor this product for failures.